Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer claims programmed basal rate was not delivered as supposed to. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.